Event description:
The patient developed swelling, redness and visible nodules on the right cheek across the mid jaw line allegedly after the injection. The nodules were described as eroded. The patient was prescribed hydroxyzine, biaxin and clobex topical solution.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.